Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas stating on (B)(6) 2014, after the patient confirmed the date, the time, the type of battery and the language, the main menu was unable to be accessed on the pump. There was reportedly a response issue with the keypad buttons. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the keypad cover was found to be fully intact. All buttons functioned normally. The keypad cover was removed and there was no evidence of contamination found under the button key contacts. The reported unresponsive issue with the keypad buttons was unable to be duplicated during investigation.